Manufacturer narrative:
Of the 11 devices, 6 lot numbers were provided, and lot history reviews were performed. Of the 11 reported malfunctions, no devices were returned for evaluation. Medical records were provided for 3 devices and reviewed for each malfunction. Filter limb perforation of the ivc wall was confirmed for first device, perforation of the ivc was confirmed for the second device, third device was inconclusive. 8 devices samples or medical records were not provided. Therefore, the investigation is inconclusive. A root cause has not been determined. The devices were labeled for single use. Corporate lot no: (gfpd1858, 07hn0256, 07kn2156, unknown).

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicated that model rf048f. Vena cava filter allegedly experienced patient device interaction problem. These reports were received from various sources. All eleven events involved a patient with no reported patient consequences. Of the eleven reported patient, one patient is (B)(6) years of age, two patient were male; however, other patients age, weight and gender were not provided.

Manufacturer narrative:
H10: of the reported eleven malfunctions, one malfunction was reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr 2020394-2021-80243. H10: of the reported ten malfunctions, lot number were provided for six malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for all five malfunctions and images were provided for two malfunctions. Therefore, for three malfunctions the investigation is confirmed for the reported patient device interaction problem, for six malfunctions the investigation is inconclusive for the reported patient device interaction problem and for one malfunction the investigation is confirmed for the reported patient device interaction problem and additionally it was determined to have and confirmed for malposition of device(a150202). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 corporate lot no: (gfpd1858, 07hn0256, 07kn2156, unknown). H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicates that model rf048f vena cava filter allegedly experienced patient device interaction problem. These information's were received from a various sources. All ten malfunctions involved patient with no patient consequences. Of the ten patients, four were male and two patients age were 65 and 79 years. All other patient details were not provided.

Manufacturer narrative:
H10: of the 11 reported malfunctions, one was reassessed for reportability and determined to be reportable as a death, and were reported under emdr 2020394-2021-80243. H10: of the reported ten malfunctions, lot number were provided for six malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however, medical records were provided for nine malfunctions and images were provided for four malfunctions. For 4 malfunctions, the investigation is confirmed for perforation. For two malfunctions, the investigation is confirmed for perforation and additionally it was determined to have and confirmed for malposition of device(a150202). For one malfunction, obstruction of flow (a1409) was coded additionally and the investigation is confirmed for the filter occlusion and perforation of the inferior vena cava. For one malfunction, detachment (a0501) was coded additionally and the investigation is confirmed for detachment. However, the investigation is inconclusive for perforation. For the remaining two malfunctions, the investigation is inconclusive for perforation. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 corporate lot no: (gfpd1858, 07hn0256, 07kn2156, unknown), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes ten malfunctions. A review of the reported information indicates that model rf048f vena cava filter allegedly experienced perforation. These information's were received from a various sources. All ten malfunctions involved patient with no patient consequences. Of the ten patients, seven were reported as male, one was reported as female and six patients ages were reported ranging from 39 to 79 years. All other patient details were not provided.

Event description:
This report summarizes nine malfunctions. A review of the reported information indicates that model rf048f vena cava filter allegedly experienced perforation. These information's were received from a various sources. All nine malfunctions involved patient with no patient consequences. Of the nine patients, six were reported as male, one was reported as female and six patients ages were reported ranging from 39 to 79 years. All other patient details were not provided.

Manufacturer narrative:
H10: of the 11 reported malfunctions, two were reassessed for reportability and determined to be reportable as a death and serious injury, and were reported under emdr(B)(4). H10: of the reported nine malfunctions, lot number were provided for six malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however, medical records were provided for eight malfunctions and images were provided for four malfunctions. For 4 malfunctions, the investigation is confirmed for perforation. For two malfunctions, the investigation is confirmed for perforation and additionally it was determined to have and confirmed for malposition of device(a150202). For one malfunction, obstruction of flow (a1409) was coded additionally and the investigation is confirmed for the filter occlusion and perforation of the inferior vena cava. For one malfunction, detachment (a0501) was coded additionally and the investigation is confirmed for detachment. However, the investigation is inconclusive for perforation. For the remaining one malfunction, the investigation is inconclusive for perforation. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced patient device interaction problem. These reports were received from various sources. All eleven events involved a patient with no reported patient consequences. Of the eleven reported patient, one patient is 79 years of age, three patients were male. All other patient information was not provided.

Manufacturer narrative:
H10: of the 11 devices, 6 lot numbers were provided, and lot history reviews were performed. Of the 11 reported malfunctions, no devices were returned for evaluation. Medical records were provided for four malfunctions. Of these four malfunctions, two malfunctions are confirmed for perforation, one identified tilt and perforation, and one is inconclusive for perforation. The remaining seven malfunctions are inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 corporate lot no: (gfpd1858, 07hn0256, 07kn2156, unknown), g4. H11: b5, d4, g1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced patient device interaction problem. These reports were received from various sources. All eleven events involved a patient with no reported patient consequences. Of the eleven reported patient, two patients are between 65 and 79 years of age, four patients were male. All other patient information was not provided.

Manufacturer narrative:
H10: of the 11 devices, 6 lot numbers were provided, and lot history reviews were performed. Of the 11 reported malfunctions, no devices were returned for evaluation. Medical records were provided for five malfunctions. Of these five malfunctions, three malfunctions are confirmed for perforation, one is confirmed for tilt and perforation, and one is inconclusive for perforation. The remaining six malfunctions are inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 corporate lot no: (gfpd1858, 07hn0256, 07kn2156, unknown), g4. H11: b5.. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.